Event description:
It was reported that the luer lock of a secondary medication set separated from the tubing. This occurred after priming with saline and before patient connection, during an attempt to tighten the connection due to a leak from around the luer lock connector. It was further reported that ¿no cracks/holes were noted. [A]ll luer connections were checked to ensure that they were secure prior to use, however during double check, the component came off.¿ there was no patient involvement. No additional information is available. This is report 1 of 4.

Manufacturer narrative:
(B)(4). The customer reported lot # 8541204590, however this lot is not recognized by baxter. (B)(6). Evaluation summary: the device was received for evaluation. Visual inspection revealed that the male luer had separated from the tubing. Microscopic inspection revealed that there was no solvent plow ridge or residue on the tubing end. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the cause of the separation could not be determined.